Manufacturer narrative:
Suspected root causes: from visual examination of the returned device, the most likely cause of failure is too tight a bone tunnel and/ or too dense and hard bone. This results in excessive torque being reported to insert the screw which causes the distal, un-driver tip of the screw to shear off and become lodged in the tunnel thus preventing any further advancement of the screw.

Event description:
The customer reported that during acl reconstruction surgery, the screw was broken in the tibial channel. Soft tissue procedure, intended for tibial fixation. Another screw for graft fixation was successfully implanted. There were no adverse consequence and there was no surgical delay.